Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-10668. The report was submitted in error., corrected data: corrected information provided in h10.

Manufacturer narrative:
Other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. Internal inspection of the monitor found the c02 pump was found dislodge. The damage on the lcd is due to impact to the monitor. The lcd was swapped out with a good known test lcd and the display work as intended. The DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device

Event description:
It was reported that a smiths medical screen issues.